Event description:
It was reported that there was an inappropriate time stamp recorded due to the device going into reset mode. The device was reprogrammed and working well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.